Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for the balloon looking abnormal and inflating asymmetrically. It is unknown what may have caused this occurrence, since there was no observed damage to the device and returned product analysis indicated that the device functioned as intended. There is no relative specification for concentricity of the inflation cuff. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or assembly errors. The balloon portion was inflated with 3 cc of air using a syringe which shows most of air traveled to the distal tip. However, the balloon was not fully concentric. No leaks were detected during the 10-minute inflation. Reason for return was not confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a gundry silicone rcsp cannula with manual-inflate cuff, it was reported that during retrograde cardioplegia for myocardial protection, the first injection was successful without any problems. However, the injection pressure did not increase due to a suspected second unsuccessful inflation of the balloon. Afterwards, the switching to direct injection of the myocardial protection solution through the coronary opening was completed. The balloon was inflated by using the attached syringe for about 3cc and when the pressure did not increase, it was injected again and a total of about 5cc was administered. The device was used to complete the procedure. There was no adverse patient effect associated with this event. It was also reported that after the surgery when pressure was applied, the balloon expanded in a distorted shape and the customer believed this to be the cause, but was unsure.